Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was found that b30 error occurred due to cable failure. B30 error is scope communication error and it occurs when communication with endoscopes cannot be done. (See instruction manual of clv-s190 chapter 9). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the hd camera head displayed a noisy due to poor contact. The issue occurred during a check immediately after starting the procedure. The intended procedure was completed using a spare equipment and there was no report of patient harm. The device was returned, evaluated, and a b30-error scope communication was found. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
E1) establishment name: (B)(6) hospital. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the b30-scope communication error, the following were also found: cable scratches, a connector contact corrosion, a cracked connector, a scope mount corrosion, a free lock lever corrosion, and a main body deposit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.